Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometimes post a port placement, the patient allegedly developed with unspecified infection and thrombosis. However, the current status of the patient is unknown.